Event description:
Clinical trial: it was reported that 743 days following a coronary artery drug eluting stenting procedure, the patient expired. At the time of the index procedure, the patient was admitted for elective angioplasty due to an abnormal stress test. In addition, angiogram "1-2 weeks" prior to admission revealed significant rca (rigt coronary artery) disease. Coronary angiography identified target lesion on as an 85% occlusion of the mid rca measuring 10mm long with a reference vessel diamerter of 3.5mm. Target lesion on was treated with a 3.5x12mm taxus express2 stent deployed at 14atm, with 0% residual stenosis. No pre-dilation or post dilation was performed. The patient was discharged the following day on asa and plavix. It was reproted that the patient expired 743 days following the index procedure due to lung cancer that had been diagnosed as non-small cell lung cancer in early 2005. No autopsy was performed and no further information is expected. It was reported that this event was not related to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.